Manufacturer narrative:
MFR ref number (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a dislodged connection on the input/output printed circuit board. The input/output printed circuit board was replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt injury.